Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred while starting ventilation from standby mode. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed when turning the power on. During the evaluation of the device at the manufacturer's service center, error code e-155 was found in the ventilator's downloaded error log indicating "machine flow sensor drift above the specification". The technician assumes that a drift of the flow sensor was detected by some influence, resulting in the issue occurring. The technician recommended replacing the inline proximal filter due to blockage observed inside the component. In addition, the flow sensor was replaced as a preventive recurrence. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).